Event description:
Customer reported a leak in the pumping segment of the IV administration set during a chemotherapy infusion. No patient or staff harm reported, and no other event details available. The IV administration set was requested, but has been discarded by the customer.

Manufacturer narrative:
Manufacturer's report date: 01/07/2009.